Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was suspected to be broken and there were concerns that the battery could leak out. The icm remains in use. No patient complications have been reported as a result of this event.